Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo and one video was provided for review. The video shows partial view of a clinician holding the drainage catheter. Thread was noted to be coming out from the thread hole of the catheter hub, and fluid leak was noted from the thread hole of the catheter hub. The photo show complete view of an unattached drainage catheter. The distal end of the catheter was noted to be in pigtail formation. No leak was noted in the provided photo. Therefore, the investigation is confirmed for the reported fluid leak issue for this device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided ascites percutaneous drainage catheter placement procedure using a navarre universal drain. During the procedure, it was reported that the catheter allegedly leaked. The procedure was completed using another device. There were no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided ascites percutaneous drainage catheter placement procedure using a navarre universal drain. During the procedure, it was reported that the catheter allegedly leaked. The procedure was completed using another device. There were no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.